Event description:
Lma-classic size 4 was inserted and an airway leak due to an inadequate seal was noted. Upon removal, the lma broke apart approximately half way down the airway tube. The remainder of the lma was removed without difficulty and a size 5 was inserted. There was no bleeding and patient's vital signs and oxygen saturation remained stable throughout the event.